Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. Customer¿s blood glucose level was not impacted. Customer was offered to update pump to resolve battery issues. No additional patient or event information was available.